Event description:
Intuitive surgical, inc. (Isi) received a complaint with no details related to what the event was regarding a 30 degree endoscope. Isi followed up with the customer and obtained additional information. The customer stated that the endoscope swapped top and bottom, as well as left and right. The procedure was completed with no reported injury.

Manufacturer narrative:
The endoscope was received the product involved with this complaint and completed the device evaluation. The endoscope was noted to have a damaged attached endoscope adapter (aea) or friction issue.